Event description:
It was reported that the pt experienced a shocking sensation throughout her entire body following exposure to walmart's security gate. Her device was turned off during the exposure. The pt was at home in fair condition. Further info is being requested from the hcp.